Event description:
It was discovered that a 9900 system was shipped to a customer with unvalidated printed circuit boards. The system was part of an engineering validation of a new circuit board vendor. Right systems were built and the one system was inadvertently shipped the a customer. No pt injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The circuit boards were replaced. The system was tested and found to be working as intended and put back into service.